Manufacturer narrative:
See medwatch 1823260-2009-01321, for the suspect device used in the accu-chek system. The field service representative indicated the cause to be customer handling, noting the customer was having problems with only one specimen. Customer ran a precision study and results were within acceptable limits.

Event description:
User received sporadic glucose results for one patient sample. Initial result gave 46; repeat gave 48 mg per dl. A second sample was obtained by finger stick and tested for glucose on a blood glucose meter, which resulted at 220; repeat gave 70 mg per dl. A third sample was obtained from the patient and tested by initial method, resulting at 2; repeat gave 0 mg per dl. This sample was sent to a sister hospital and tested, which resulted at 62 mg per dl - no information provided regarding the instrument/methodology used for testing. The same sample was diluted and retested by initial method, which gave 33 mg per dl, and repeated same result. The patient was treated from another blood glucose meter result that was taken by finger stick from the patient, which resulted at 188 mg per dl. All glucose results generated from the initial method, except for the 0 mg per dl glucose result were accompanied by a less than rept data flag, which indicates to the customer the result is smaller than the lower limit valve and to rerun the sample and check the measured value. The 0 mg per dl glucose result was accompanied by a less than test range data flag indicating to the customer the result has exceeded the lower technical limit. No erroneous results were reported.